Event description:
It was reported that patient experienced ineffectiveness of the implantable pulse generator (ipg). The patient underwent an implantable pulse generator (ipg) explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: product code: qrb.